Event description:
The a1114 mayfield infinity skull clamp moved during surgery. There was no patient injury or death alleged and no revision or medical intervention required. The incident delay the surgery by 10 minutes. Additional information has been requested.

Manufacturer narrative:
Investigation completed 01/05/2017. Method: -device history review (DHR). -trend analysis. -failure analysis. DHR review indicate this device was manufactured on december 31, 2012, and lot code 124 passed the required inspection points without mrrs or variances; rework listed below. No service history is on file for this device. A two year look shows there has been no new design or manufacturing trends identified. Service notes indicate unit was received with the lock having both rotational and lateral movement and a residue buildup present. The lock will need new components added to replace worn internal parts; unit needs to be machined to have heli-coils added to large starburst threads; in summary, the device in question came in as a service request. As such, the end users reason for return was verified however, the root cause could not be definitely identified. This device was serviced back to full working order.

Manufacturer narrative:
Additional information was received on 22 nov 2016: the incident took place on (B)(6) 2016. The device was in use on a (B)(6) male patient undergoing a suboccipital craniectomy c1 chiari decompression and tethered cord. Once the problem occurred, the surgeon scrubbed out to try to determine the problem and make sure the patient's head was stable. A1084 mayfield disposable pediatric skull pins (lot#: 1144562) were in use. The surgery was completed and no patient issues were noted.